Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the all the stations were on critical override. A technical support specialist dialed into the station and found the error displayed on the screen, then dialed into the application server and confirmed that there were no messaging delays between the carefusion coordination engine (cce) and the server and after restarting the database synchronization service, the issue was resolved. During the review, identified a memory spike on the database server and advised the customer to add additional random-access memory (ram), as the server was experiencing high memory usage. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all stations were in critical override, and the user reported that a message was displaying indicating that adt was delayed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.